Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus premier ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal damage. Struts 1 and 2 from the proximal end of the stent were slightly lifted in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.6mm x 9mm, concentric and the de novo target lesion was located in the non tortuous and mildly calcified distal left anterior descending artery. A 32 x 2.25 promus premier¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.